Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles would not discharge insulin during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6), 2023, after purchasing insulin needles, the patient went home and injected by himself. It was found that two needles could not discharge fluid, which caused the injection failure. (No harm was caused to the patient). Immediately replacing the patient with a new insulin syringe."

Event description:
It was reported that 2 bd micro-fine¿+ pen needles would not discharge insulin during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, after purchasing insulin needles, the patient went home and injected by himself. It was found that two needles could not discharge fluid, which caused the injection failure. (No harm was caused to the patient). Immediately replacing the patient with a new insulin syringe.".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.